Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with damaged lens and contaminated downstream occlusion (dso) sensor. Event log history was performed and showed that high alarm display of "cassette not attached properly" was recorded in history. During analysis, the customer's reported complaint regarding "does not recognize cassette" due to contaminated dso sensor was confirmed. Service will replace the dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump could not recognize the cassette. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.